Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe barrel was damaged. The following information was provided by the initial reporter, translated from portuguese to english: "the syringe is with manufacturing defect, its barrel is with the plastic defective."

Manufacturer narrative:
H6: investigation summary: photo received for investigation, upon visual inspection damaged barrel is observed. Possible root cause is associated with the assembly stage process. No correction or preventive action is necessary at this time. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe barrel was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "the syringe is with manufacturing defect, its barrel is with the plastic defective."